Manufacturer narrative:
(B)(4).

Event description:
The patient has been reported to be in fine condition. The internal bleeding was discovered 6 days after the original procedure. It was discovered through the surgical drain and was reported to be approximately 1000cc. A coil was placed angiographically to stop the bleeding. It was confirmed that end tones were heard prior to cutting the vessel during the original procedure. The vessel size is 2mm.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that post-operative bleeding was observed after a proximal pancreaticoduodenectomy. The surgeon noted the original procedure was completed without any issues. The bleeding was near the area where drain was placed. Additional questions have been extended in an effort to obtain further details regarding the event.